Event description:
It was reported that while using an ilet insulin pump with a contact detach infusion set, the user observed a blood glucose of 220 mg/dl and believed insulin in use was expired, then changed the cartridge while leaving the infusion site in place following agent guidance. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care provided support that included troubleshooting, communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.